Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a q-syte with an extension that has a slip luer syringe with fluid inserted into the top septum of the q-syte. There is a droplet of clear fluid on the outside of the q-syte at one side of the top body. The reported issue was confirmed as the picture clearly displays leakage from the q-syte and pinched extension tubing. Although the failure stated in the reported issue was confirmed with the photograph provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2020, the q-syte found that leakage occurred at the screw joint of the septum membrane joint during the infusion process at the user facility. The leakage was detected by the patient and the nurse on duty was notified. The department immediately pulled out the needle and infusion again, the q-syte was currently admitted to the hospital for 3 months. Two identical leaks were found at the same time, which made customers question the quality of our company's products; it caused a very bad impact on the company's brand image; extremely it is possible that follow-up customers will have certain doubts when they continue to use our products or other series of products.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2020, the q-syte found that leakage occurred at the screw joint of the septum membrane joint during the infusion process at the user facility. The leakage was detected by the patient and the nurse on duty was notified. The department immediately pulled out the needle and infusion again, the q-syte was currently admitted to the hospital for 3 months. Two identical leaks were found at the same time, which made customers question the quality of our company's products; it caused a very bad impact on the company's brand image; extremely it is possible that follow-up customers will have certain doubts when they continue to use our products or other series of products.